Event description:
It was reported that the buttons on the insulin pump are unresponsive. No additional information was provided.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly, however moisture damage was found on keypad traces. The device also had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.